Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported an unknown volume of lh cleaner leaking under the lh500 analyzer, and the instrument generating aspiration errors. Customer was unable to locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the leak was due to the needle pierce bellows filling with cleaner, and not draining properly due to a loss of vacuum. When the piercing needle was activated, the bellows would move up causing the cleaner to be expelled out the end of the bellows. The cause of the loss of vacuum was that the vacuum restrictor tubing in the pump module attached to manifold 7 was plugged. Fse re-tubed the pump module and verified that all pinch valves were actuating properly. Fse verified repair per established procedures and results met published performance specifications. System validation was documented in customer quality control record.